Manufacturer narrative:
Service was not able to reproduce the problem with reagent probe a. Service replaced smart module c2 and some valves. Due to the flooding of the reagent carousel, many of the reagents were contaminated and will be replaced. The related earlier event was reported in medwatch #2050012-2011-00285.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an ongoing liquid leak on unicel dxc 600 pro synchron clinical system. The leak was from reagent probe on to cover. There was no effect to patient or user.